Event description:
It was reported that the ventilator was not reading tidal volumes correctly. There was no pt involvement. (B)(4).

Manufacturer narrative:
A field service engineer has been on-site for troubleshooting but, upon arrival, the customer canceled the requested service. The reported ventilator was not available for inspection and no logs could be extracted. It is therefore not possible to confirm the reported problem or determine the root cause of the failure.